Event description:
Patient reported he detected wetness in the cartridge compartment of the pump on (B)(6) 2014. Patient alleges the cartridge is leaky. Patient stated his blood glucose level is okay; no readings were provided. Patient reported there are no health concerns. No adverse event reported. Requested return of the alleged cartridge and adapter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).